Event description:
Inbound; pt reports no disposable alarm on both pumps using 100 ml cassette that has 10 ml remaining and pump rate of 45 ml per 24 hours. Last shipment lot number 4096396 and exp 02/07/2026. No further details given.